Event description:
It was reported the right ventricular (rv) lead had high impedance, no capture, oversensing and an apparent fracture. The rv lead was capped and replaced. The device reached recommended replacement time and was replaced due to the performance of the rv lead and the physician wanting to avoid another surgery in the near future for a device change out. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted.. Since no save to disk data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. The result of analysis is inconclusive.